Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed due to a defective output socket causing poor contact in the plug connection. Other evaluation findings are as follows: there was an e311-scope communication error due to poor white balance; dust was discovered inside the block, especially on blade colling fans; and non-olympus fans were found in use. Attempts to retrieve additional information from the customer are in progress. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the xenon light source displayed a flickering, snowy image on the screen during preparation for use. There was no report of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. During the device evaluation, additional reportable malfunctions were identified: noisy image due to poor contact caused by output connector failure. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "noisy image due to poor contact" was caused by a failure caused by output connector failure then noisy image occurred. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, additional reportable malfunctions were identified: noisy image due to poor contact caused by output connector failure. No reports of patient or user harm associated with this event.